Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1917413-2023-00897 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the tubes either underfill or the "explode" after fill. There was no report of patient or user impact. The following information was provided by the initial reporter: customer complain that the purple top doesn¿t have suction, or they explode after fill.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the tubes either underfill or the "explode" after fill. There was no report of patient or user impact. The following information was provided by the initial reporter: customer complain that the purple top doesn¿t have suction, or they explode after fill.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.